Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed right ventricular (rv) lead noise with oversensing. There was no evidence of pacing inhibition. Review of lead measurements showed a downward trend in rv pace impedance measurements, an upward trend in rv threshold measurements, and low amplitude r-waves. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Compromised lead integrity was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to noise and elevated threshold measurements. No additional adverse patient effects were reported. Additional information received reported that lead noise was not reproducible in clinic. Fluoroscopic imaging and review of lead-device connections revealed no noise. Lead return was anticipated. No additional adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed right ventricular (rv) lead noise with oversensing. There was no evidence of pacing inhibition. Review of lead measurements showed a downward trend in rv pace impedance measurements, an upward trend in rv threshold measurements, and low amplitude r-waves. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Compromised lead integrity was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to noise and elevated threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and lead return status. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed right ventricular (rv) lead noise with oversensing. There was no evidence of pacing inhibition. Review of lead measurements showed a downward trend in rv pace impedance measurements, an upward trend in rv threshold measurements, and low amplitude r-waves. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Compromised lead integrity was suspected. This rv lead remains in service. No adverse patient effects were reported.